Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage, stent moved on balloon and removal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending left circumflex artery. A non-bsc balloon catheter was used for predilatation. A 2.25x28mm promus element plus stent was advanced to treat the target lesion. Calcification was noted from the ostia of the circumflex artery. The stent was unable to cross the calcification at the proximal side of the lesion. The stent was tried to be removed but resistance was encountered. The physician felt strong resistance, and pushed the stent to the distal once. The device was removed from the patient and the stent strut was found to be lifted. The stent was mounted, but moved from its original position. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the entire length of the device identified no damage. There were no kinks noted along the entire length of the shaft. An examination of the crimped stent identified no anomalies. The balloon did not appear to have been subjected to any positive pressures. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage, stent moved on balloon and removal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending left circumflex artery. A non-bsc balloon catheter was used for predilatation. A 2.25x28mm promus element¿ plus stent was advanced to treat the target lesion. Calcification was noted from the ostia of the circumflex artery. The stent was unable to cross the calcification at the proximal side of the lesion. The stent was tried to be removed but resistance was encountered. The physician felt strong resistance, and pushed the stent to the distal once. The device was removed from the patient and the stent strut was found to be lifted. The stent was mounted, but moved from its original position. No patient complications were reported and the patient's status was good.